Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device unintentionally went into 'stop mode'. The user did not program the device to go into stop mode.